Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the system, 9660651, axiem portable (lot #: 0200035243) found no fault, as the reported problem could not be duplicated. The axiem unit was connected to a test system with the ent application. Registration, tracking, and accuracy looked normal on all 8 tool ports. The system remained functional with no failures. Product event summary # (B)(4), axiem error code 8 other relevant device(s) are: product ID: 9 660651, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred prior to an electrode and probe placement procedure. It was reported that the axiem box was not functioning properly. It would not display a connection with the system, and revealed that the back of the box was showing a red 8 instead of 7. The site switched out the axiem box with another one and resumed case with no issue. No patient present at the time of the event.